Manufacturer narrative:
The device was returned but the engineering report is pending. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f/7f mynx control vascular closure device (vcd) ruptured during preparation. There was no reported patient injury. The device will be returned for evaluation. The catalog number initially reported was mx6760e. However, the lot number provided is associated with a 5f device. Additional clarification was requested.

Manufacturer narrative:
Please note that the device is a 5f mynx control vascular closure device. As reported, the balloon of a 5f mynx control vascular closure cevice (vcd) ruptured during preparation. There was no reported patient injury. The device will be returned for evaluation. The catalog number initially reported was mx6760e. However, the lot number provided is associated with a 5f device. Requests for additional clarification have not been answered. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position. The syringe and procedure sheath were not returned with the device. Functional analysis was performed by attempting to inflate the balloon with water, results revealed a leak in the balloon. Microscopic analysis revealed a taper-to-taper tear in the balloon approximately 2mm from the balloon neck. A product history review of lot f2107103, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-during prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.